Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed.in addition, the following reportable malfunctions were identified during the device evaluation: damaged cable and poor water tightness on the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the loss of image was due to cable damage and poor water tightness of the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image. There were no reports of patient harm.